Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out due to migration, insulation anomaly was observed. The lead was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.0cm was returned for analysis. External insulation abrasion was noted at 12.0-13.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.